Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, it was too tight to press button one of a 5f mynx control vascular closure device (vcd) normally during sealant deployment, and it required excessive force. The user was unable to fully press the button, so the device was removed. There was no reported patient injury. There was no damage to the device prior to opening the package. The device was stored and prepped according to the instructions for use (IFU). The device will be returned for evaluation.

Manufacturer narrative:
As reported, it was too tight to press button one of a 5f mynx control vascular closure device (vcd) normally during sealant deployment, and it required excessive force. The user was unable to fully press the button, so the device was removed. There was no reported patient injury. There was no damage to the device prior to opening the package. The device was stored and prepped according to the instructions for use (IFU). Additional information was requested but not provided. A non-sterile mynx control vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device revealed that button 1 and button 2 were not depressed, and the syringe was not included for evaluation. Additionally, the sealant remained in its manufactured position, exposed to blood, and was fully covered by the sealant sleeves. No damage was observed to the sealant sleeve assembly. The device was thoroughly inspected for any damages or anomalies that could have contributed to the reported failure, and no issues were found with button 1. Furthermore, an unknown procedural sheath was locked onto the device, and blood was noted inside the procedural sheath. No other damages were observed on the sheath. Functional testing was performed on the returned device in accordance with the mynx control IFU. A simulated deployment test was conducted: button 1 was pressed to deploy the sealant without any noticeable resistance, and button 2 was fully depressed with the balloon completely retracted into the tamp tube. No issues were observed with buttons 1 or 2 during the device failure investigation. The returned device operated as intended, in compliance with the mynx control IFU. The reported event of ¿button #1-frozen/locked¿ was not confirmed through analysis of the returned device since it passed functional analysis with no resistance or anomalies noted. The exact cause of the issue experienced by the customer could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is not possible to determine what factors may have contributed to frozen/locked button 1 experienced since it passed functional analysis. However, handling factors (such as incorrect alignment of the tension indicator prior to attempting depression) are possible. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user aware of the risks. According to the mynx control IFU, ¿grasp the device handle and align the device with the tissue tract. Pull gently to retract the device until the black line in the tension indicator window aligns with the markers on the side, indicating the balloon is abutting the arteriotomy with the correct amount of tension. While maintaining tension press button #1 until it is fully aligned with the handle, and the clock symbol is visible in the tension indicator window.¿ neither the product analysis, nor the information available for review suggest that the issues experienced could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, it was too tight to press button one of a 5f mynx control vascular closure device (vcd) normally during sealant deployment, and it required excessive force. The user was unable to fully press the button, so the device was removed. There was no reported patient injury. There was no damage to the device prior to opening the package. The device was stored and prepped according to the instructions for use (IFU). Additional information was requested but not provided. The device will be returned for evaluation.